Event description:
It was reported that the physician was questioning what was believed to be quick battery depletion. Information was provided to help understand factors that affect device longevity. No action was taken at this time and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2005; 4543 lead, implanted: (B)(6) 2008. (B)(4).